Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Fill volume: 500 ml; flow rate: 5 ml/hr; procedure: cesarean section (c-section); cathplace: sub facia. A report was received stating the physician placed the catheter per his standard technique, one catheter- sub facia. The pump was disconnected on friday but when the patient tried to remove the catheter it kept getting stuck. The patient was feeling pain when anyone tried to remove the catheter so patient went to the emergency room (ER) on sunday night to have it removed. The healthcare providers performed a kidney, urethra and bladder (kub) radiology exam but could not visualize the catheter. The healthcare providers tried to flush fluid through the catheter line and use moist heat with no success. The physician had to weigh the risk of leaving it in if it broke or going back to retrieve it. The surgeon called the nurse hotline and reported the catheter did pull, stretch and break off around the 20 mm mark. An operating room (or) procedure was planned to retrieve the broken catheter. Additional information received 10-oct-2016 stated the surgeon performed an or procedure on the patient. The surgeon utilized a technique and approached the surgical incision by opening up the right side of the patient's c-section wound revealing the fascia. The surgeon identified the catheter and was able to remove it without difficulty. The removed catheter remnant had a section that was twisted. It is unknown if it was caught in a suture. The surgeon placed the catheter when the c-section incision was closed at about 2/3 from the left to the right. The surgeon used the introducer to place the catheter. The surgeon then completed the closure of the entire incision. There was no reported injury.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard health received a medwatch (mw5065942) on 28nov2016 that is associated with this complaint, which provided information on the stock code for the device involved in the event.

Manufacturer narrative:
Halyard received pictures of the device failure from the initial reporter. Based on the pictures, catheter was broken in two pieces. However, the sample was not returned to evaluate if signs of stress are showed on it. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).